Event description:
It was reported that upon treating an aneurysm, the coil prematurely detached from the delivery pusher partially within the microcatheter. A snare was used to withdrawal the coil. The coil was stretched in the process. The coil was successfully retrieved. No harm was reported.

Manufacturer narrative:
Sample analysis: an analysis of the device in complaint has not been performed as the device has not been returned for eval to date. The root cause of this complaint cannot be determined at this time. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.